Event description:
It was reported that the device depletes batteries when not in use. There was no report of patient involvement associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on with battery. Physio replaced the system/memory pcb and observed proper device operation through functional and performance testing. The device was returned to the customer for use.